Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2025 of a reprocessed eagle eye platinum rx digital ivus catheter reported to be "separated". No injuries or other clinical signs/symptoms were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on (B)(6) 2025. The device was visually inspected and the tip was confirmed to be separated from the device. The tip was not returned along with the device for investigation. Deformation of the device shaft and transducer was also noted. The inner connector wires were found to be completely cut near the device transducer. Additional information was requested from the facility related to the usage of this device and no information was provided to innovative health.

Event description:
On (B)(6) 2025, the device was returned with a note stating, "catheter separated". No further details were provided.